Manufacturer narrative:
Missing device serial number no further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient had power cable disconnect events recorded, and their primary system controller was exchanged. Log files were sent for review, and they recorded a number of unusual white power cable disconnect events. A driveline disconnect was recorded on 29mar2025 7:52:44 am for a system controller exchange. T he serial number of the patient's system controller was not legible. Since replacing the controller, the patient has not had any alarms.

Manufacturer narrative:
Section d4: device serial number and lot number could not be provided, and expiration date and manufacture date (h4) cannot be determined. The primary UDI number in d4 is reflective of all available information. Section h6: medical device problem code corrected. Manufacturer¿s investigation conclusion: the reported event of atypical power cable disconnect alarm was confirmed via log file analysis. Data on 21mar2025 to 29mar2025 was reviewed. The log file revealed atypical power cable disconnect alarm events throughout the log file relating to loss of signal associated with the white power cable. The atypical alarm was consistently associated with the white power cable and occurred on both power sources (power module and 14v batteries/clips). The driveline was disconnected on 29mar2025 at 7:52:43. Additional information reported the system controller (serial # unavailable) was replaced due to the alarm. No further alarm has been reported. The driveline disconnect alarm event was related to the equipment exchange. It was reported the product will not be returned. A root cause of the atypical power cable disconnect alarm captured in the log file could not be determined. Serial number of the product was unavailable, and the device history record could not be reviewed. Heartmate ii lvas IFU rev. C (section 7), heartmate ii patient handbook rev. B (section 5), under alarms and troubleshooting, describes all alarms (visual and audible) and what action should be performed when they do occur. This includes ¿connect power¿ alarms. Low battery hazard alarm 1. Immediately connect to a working power source (power module or two fully-charged heartmate 14 volt lithium-ion batteries). 2. If alarm persists, call your hospital contact immediately. Low voltage advisory alarm. 1. Promptly connect to a working or different power source (power module or two fully-charged heartmate 14 volt lithium-ion batteries). 2. If alarm persists, call your hospital contact. Power cable disconnected alarm. (¿connect power¿ visual message), which means one of the system controller power cables is disconnected from power. If it is the cable with the black connector, the top light comes on. If it is the cable with the white connector, the center light comes on. In section 3, under power the system, covers making or breaking connection between power sources. Heartmate ii lvas IFU rev. C, heartmate ii patient handbook rev. B, both of which cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.